Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary hip case, the circulating nurse was passing the device to the surgeon and upon removal of the top layer seal, the adhesive from the top seal was stuck to the bottom seal and as a result both seals opened at the same time. Surgeon did not want to use implant as he questioned the packaging and used another implant of same size etc. And completed the case.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). Event details, investigation results and conclusions are documented under MFR #0002249697-2015-04097.

Event description:
It was reported that during a primary hip case, the circulating nurse was passing the device to the surgeon and upon removel of the top layer seal, the adhesive from the top seal was stuck to the bottom seal and as a result both seals opened at the same time. Surgeon did not want to use implant as he questioned the packaging and used another implant of same size etc. And completed the case. This event was identified as a duplicate of (B)(4). Event details, investigation results and conclusions are documented under MFR #0002249697-2015-04097.